Event description:
A report was received that a patient was scheduled to have revision because the patient was complaining of discomfort at the midline incision when she bends. During the procedure, the physician found scar tissue on the midline incision and cleaned out the site. The physician confirmed that the patient had no sign of infection and closed the incision. The patient was reportedly doing well following the procedure.

Manufacturer narrative:
This is a final report.